Manufacturer narrative:
There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Although a lot number was not provided, a review of all batches shipped to the clinic over a three month period was conducted and no deviations were found. A review was performed on the sub-assembly lot numbers used in production of the finished product, and there were no non-conformances in any of the raw materials used in finished lot production. The reported complaint of internal dialyzer causing a patient reaction is not confirmed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the complaint sample. Medical records were provided and have been reviewed by post market clinical staff. Patient is a (B)(6) female with esrd on hd therapy who experienced back pain during hemodialysis while using the 160nre optiflux dialyzer. Based on the 10 pages of medical records information it appears that on (B)(6) 2015, this patient experienced back pain during hemodialysis while using the 160nre optiflux dialyzer. The patient was administered acetaminophen and felt relief. Patient was able to complete treatment and was discharged home. According to the dialysis clinic clinical manager, the patient experienced some discomfort and the nurse/physician team decided to switch her dialyzer type. The clinical manager stated the patient experienced some discomfort and the nurse/physician team decided to switch her dialyzer type. Therefore, the patient was administered the 18nre optiflux dialyzer on (B)(6) 2015 with no adverse reaction. There is no documentation in the medical record that indicates a causal relationship between the 160nre optiflux dialyzer and the patient's alleged back pain.

Event description:
Additional information: medical records indicated the following: patient's pre-dialysis vital signs were as follows: blood pressure 96/48, pulse 86 (regular), respirations 20, temperature 97.2. Patient's dialysis started at 09:38. At 09:57, the patient complained of lower back pain and was given acetaminophen. Patient felt relief from back pain at 10:08. Patient completed dialysis at 13:09 without further complaints. Vital signs upon completion were as follows: blood pressure 110/48, pulse 88 (regular), respiration 20, temperature 98.2. Patient was discharged home.

Event description:
An inpatient user facility reported that during hemodialysis treatment a pt experienced lower back pain within the first half hour of a hemodialysis treatment. The pt was administered acetaminophen by a dialysis nurse. Treatment was completed without any further incident of pain, but the pt did experience low blood pressure at one point. There was no serious injury to the pt. The dialyzer sample has been discarded and is not available for investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation and review of medical records.